Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of angina is listed in the everolimus eluting coronary stent system (eecss) xience alpine instructions for use, as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 the 2.5x15 mm xience alpine stent was implanted in the second diagonal coronary artery. On (B)(6) 2018 the patient woke up with chest pain radiating from the left side of the jaw down the left arm. The patient was re-admitted to the hospital. A myocardial perfusion scan was performed and the chest pain resolved on (B)(6) 2018. On (B)(6) 2018 the patient had increased chest pain over the last couple of weeks. Labs were drawn and an electrocardiogram was performed. The condition resolved on (B)(6) 2018. No additional information was provided.